Event description:
Caller reported that pump battery would not charge, but no power source alert was received. There was no adverse impact to the customer's blood glucose level. Customer initially attempted various solutions, such as plugging the pump into different wall outlets and using different charging cables, but these did not resolve the issue. Ultimately, cts decided to replace the pump. Customer used multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery and was instructed to put the malfunctioning pump into storage mode before returning it to tandem. A replacement pump was shipped, and the customer was asked to return the defective pump within ten days using a pre-paid label. No additional alarms were reported by the patient.